Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, perforation, lifetime anticoagulation, and embedment of the filter and device unable to be retrieved. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. The legal briefing mentioned a perforation. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. It is unknown if the tilt contributed to the reported perforation. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Endothelialization, remodeling/restructuring of the internal lumen of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, perforation, lifetime anticoagulation, and embedment of the filter and device unable to be retrieved. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that, ivc filter was placed as a prevention of pulmonary emboli due to increased risk of dvt during a bariatric procedure between l1 and l2 and the filter was then placed with its proximal aspect approximately three-quarters of a vertebral body below the renal vein, so as to avoid any impingement on the renal veins and patient tolerated the procedure well. According to the information received in the patient profile from (ppf), perforation of filter strut(s) outside the ivc, filter embedded in the wall of the ivc, filter embedded other than in the wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, thrombosis/embolism, pulmonary embolism, lung damage, shortness of breath, chest discomfort, dizziness and left groin hemorrhaging. Also reported was an attempted but unsuccessful percutaneous removal procedure approximately 3 weeks post implantation. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Additional information was provided and is available in: (event description), (brand name), (model, catalog, lot number, and expiration date), (date received by the manufacturer and PMA/510(k) number), (manufacturing date), (evaluation codes). Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, perforation, lifetime anticoagulation, and embedment of the filter and an inability to retrieve the device. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that the inferior vena cava (ivc) filter was placed as a prevention for pulmonary emboli due to increased risk of deep vein thrombosis during a bariatric procedure between l1 and l2. The filter was placed with its proximal aspect approximately three-quarters of a vertebral body below the renal vein, so as to avoid any impingement on the renal veins. Of note, the narrowing of the patient¿s vena cava resulted in a lengthening of the optease filter with the distal aspect in the iliac vein compartment. The patient tolerated the procedure well. According to the information received in the patient profile form, perforation of filter strut(s) outside the ivc, filter embedded in the wall of the ivc, filter embedded other than in the wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, thrombosis/embolism, pulmonary embolism (pe), lung damage, shortness of breath, chest discomfort, dizziness and left groin hemorrhaging. Also reported was an attempted but unsuccessful percutaneous removal procedure approximately three weeks post implantation. These injuries have caused emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. The lung injury, shortness of breath, dizziness and chest discomfort reported in the patient profile form are most likely associated with the pe. The reported ivc occlusion could not be confirmed without films for review. Pelvic hemorrhage, blood clots, thrombosis, and embolism do not represent device malfunctions. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported attempted retrieval occurred approximately eight days after the filter implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, perforation, lifetime anticoagulation, and embedment of the filter and device unable to be retrieved. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, perforation, lifetime anticoagulation, and embedment of the filter and device unable to be retrieved. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information reported via ppf states perforation of filter strut(s) outside the ivc, tilt, filter embedded in the wall ofthe ivc, filter embedded other than in the wall of the ivc, blood clots, clotting,and/or occlusion of the ivc, device unable to be retrieved, thrombosis/embolism, pe, lifetime anticoagulation, lung damage, shortness of breath, chest discomfort, dizziness and left groin hemorrhaging. These injuries have caused emotional distress, mental anguish, anxiety and stress.